Event description:
We have been using the medtronic 630g insulin pump since (B)(6) 2017 with minimal infusion set failures. On (B)(6) my daughter's set was replaced with medtronic (ref mmt-399, lot 5269114) like always. We follow MFR instructions to the letter at all times and this time the plastic cannula bent causing insufficient or no insulin to be administered and no warning of occlusion came from the pump causing my daughter's blood glucose to go above 500. I then replaced with a new set of the same lot number. A few hours later my daughter's blood sugar started to drop but could not get out of the 300's. Eventually her body started to show signs of dka and we had to take her to th ER and after running tests, the dr recommended we change our infusion set and this one was bent as well. She was then admitted to the hosp due to her symptoms. All data available at (B)(6) medical center. FDA safety report ID# (B)(4).